Event description:
It was reported that during a one-month follow-up this pacemaker was checked, and the daily impedance measurement was found to be unavailable. Threshold was higher than implant, and a signal artifact monitor (sam) episode on the day of implant episode was noted. A request was made to have data from this device analyzed. Data analysis showed the power consumption of the device is very high and irregular, and the daily right ventricular (rv) pace impedance measurements have intermittent "leadimpcalnoise" results, which suggests a hardware problem with the rv pacing channel. This issue can result in accelerated depletion, ineffective pace therapy, sensing issues, and rarely lead corrosion. A technical services consulted recommended device replacement and return for detailed analysis. Additionally, assessment of the non-boston scientific rv lead was recommended. No adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. The non-boston scientific was thoroughly reviewed, and all measurements were noted to be within range and the electrogram (egm) free of any abnormalities. Based on this, it was decided to keep the lead in place. The explanted pacemaker will be returned for analysis.

Event description:
It was reported that during a one-month follow-up this pacemaker was checked, and the daily impedance measurement was found to be unavailable. Threshold was higher than implant, and a signal artifact monitor (sam) episode on the day of implant was noted. A request was made to have data from this device analyzed. Data analysis showed the power consumption of the device is very high and irregular, and the daily right ventricular (rv) pace impedance measurements have intermittent "leadimpcalnoise" results, which suggests a hardware problem with the rv pacing channel. This issue can result in accelerated depletion, ineffective pace therapy, sensing issues, and rarely lead corrosion. A technical services consulted recommended device replacement and return for detailed analysis. Additionally, assessment of the non-boston scientific rv lead was recommended. No adverse patient effects were reported. No evidence intervention has been performed to date.

Event description:
It was reported that during a one-month follow-up this pacemaker was checked, and the daily impedance measurement was found to be unavailable. Threshold was higher than implant, and a signal artifact monitor (sam) episode on the day of implant episode was noted. A request was made to have data from this device analyzed. Data analysis showed the power consumption of the device is very high and irregular, and the daily right ventricular (rv) pace impedance measurements have intermittent "leadimpcalnoise" results, which suggests a hardware problem with the rv pacing channel. This issue can result in accelerated depletion, ineffective pace therapy, sensing issues, and rarely lead corrosion. A technical services consulted recommended device replacement and return for detailed analysis. Additionally, assessment of the non-boston scientific rv lead was recommended. No adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this pacemaker was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. The non-boston scientific lead was thoroughly reviewed, and all measurements were noted to be within range and the electrogram (egm) free of any abnormalities. Based on this, it was decided to keep the lead in place. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.